Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication issue that was not a bogus issue. A technical support specialist (tss) dialed into the station, logged in as carefusion admin, and reviewed the data synchronization debug log, identifying a corruption related structured query language error. An attempt was made to follow the rollback procedure to follow knowledge article "how to recover / repair a corrupted dsclientoltp database", but it failed at step 5.1, and the database was not accessible to extract missing transactions. A manual synchronization was performed, and the database was dropped as per knowledge article "proper data sync 2.0 procedure", after which the station was rebooted back into carefusion application. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a communication discrepancy was observed. The device displayed a non-communicating status icon while hsv indicated the device was communicating, with conflicting critical override timestamps. Troubleshooting, including verification of connections and rebooting, was performed; however, the issue persisted. There were no delay or adverse events or injuries reported based on this event.